Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an alert was triggered due to non-sustained episodes which showed oversensing of noise seen on the shock and pace/sense channel of this right ventricular (rv) lead electrocardiogram. The patient received a shock while on the way to the hospital due to the oversensing of noise. The pace impedance measurement and shock impedance measurements were both out of range. When the lead was tested with the pacing system analyzer (psa) the values were also out of range. A lead fracture was alleged. The rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed.visual inspection noted setscrew marks on the terminal pin as well as a noticeable bend in the lead body, distal to the terminal boot. Detailed analysis and x-ray found that the distal high voltage cable and rate sense coil were fractured approximately 3 cm from the terminal pin. Laboratory analysis confirmed the allegation of a lead fracture. The fracture likely contributed to the reported clinical observations.